Event description:
It was reported that the device was explanted and replaced due to erosion. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.